Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent a right attune tka with depuy cement. On (B)(6) 2017 she developed a deep venous thrombosis in the right lower extremity. On (B)(6) 2017, she underwent an I&d of hematoma located in the right knee and was treated for infection with IV antibiotics through a PICC line. She developed neutropenia 3 weeks later requiring antibiotics to be discontinued. On (B)(6) 2017, she underwent a right knee aspiration due to drainage and was treated with IV antibiotics until cultures came back, which were negative.